Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea, abdominal pain and cloudy fluid. The patient was hospitalized for the events. The cause and treatment were not reported. At the time of this report, the patient outcome was unknown. Pd therapy was permanently discontinued. The reporter declined to provide additional information.